Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record for part # 00770100000 serial # (B)(6). Identified the device was conforming to specifications. Devices are used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
Incomplete mesh was reported for this mesher. The living legacy foundation is a cadaver skin bank and there were therefore no adverse events as a result of this malfunction.